Event description:
It was reported that a spectrum infusion pump was alarming system error 322. It was also reported that there was no patient injury.

Manufacturer narrative:
MFR ref no.: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 322 caused by loose switch bracket screws. The upper and lower auxiliary assemblies (containing the screws) were replaced. . System error 322 will occur when the pump transitions from the door open state to the door closed/set-loaded stated and the lower link switch does not activate. Baxter has initiated a CAPA to further investigate system error 322 alarms.